Event description:
It was reported that the right ventricular (rv) lead had threshold increasing significantly. It was believed to be micro-dislodgement. The patient is dependent and paces %100 of the time, requiring a lead revision procedure. When attempting to explant the lead, the helix would not retract. The physician opted to surgically abandon the lead and implant a new one. The procedure was completed successfully. There were no additional adverse patient effects reported.